Event description:
It was reported by repair work order that fowler was stuck in an elevated position due to a damaged weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4) - no repairs were conducted. Unit was tagged and removed from service.